Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information from the customer was inadvertently missed on the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the indicated phenomenon was connected to the hd-autoclavable camera head (otv-s7pro) device when the video connector was not sufficiently dry, causing poor communication at the electrical contacts, leading to a malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro video system center was inspected before use and the endoscopic images were not displayed. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: federation of national public service personnel mutual aid associations yokohama sakae mutual aid hospital the device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.